Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10 and h3: changed to no.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous distal right coronary artery. The 2.0x18mm xience proa stent delivery system met resistance with the anatomy during advancement then the stent dislodged. The stent was retrieved via a snare device. A new unspecified stent was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.